Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information received noted insulation damage on the lead. The lead was capped and replaced on 10/15/2020. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon investigation, the right ventricular (rv) lead was noted with noise. The rv lead noise was reproducible with patient arm movement. The lead noise resulted in oversensing. Sensing was adjusted to attempt to block the lead noise but was unsuccessful. The patient was reprogrammed to doo to avoid pacing due to noise as the patient was device-dependent. The rv lead was capped and replaced on (B)(6) 2020. The patient was stable.